Manufacturer narrative:
The reported complaint of could not insert lead into the atrial connector was confirmed. Analysis revealed the atrial setscrew had been screwed down into position to where it was blocking the lead from being inserted passed it. The setscrew was blocking lead insertion. The setscrew inset had been stripped. This indicates the setscrew was being tightened and untightened at the implant procedure. The user of the wrench may not have known he was stripping the setscrew. Once the setscrew was stripped it then could not be engaged to back it out from blocking lead insertion into the port. The problem was caused by the incorrect use of the wrench by the user. Once the setscrew was unscrewed from blocking the port, the leads could be fully inserted into the port normally. Electrical testing was also performed on the device and analysis revealed no anomalies.

Event description:
During a device implantation, the atrial lead was unable to connect to the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.